Manufacturer narrative:
Alleged failure: cib madeline, onsite , unit was called in back in april for the same issue of flickering to a black screen and then no signal color bars intermitently, (B)(4). *delay: about 20 min delay to get a new unit in [update - image was lost for a range of 1 to 20 seconds, flickering to no signal color bars and a black screen. Replacement device used to complete the procedure.] The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be a bad camera cable, not fully seated s video or hdmi cable the product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.